Event description:
The dental implant fx4514swc was removed on (B)(6) 2017 due to failure to osseointegrate 4 months and 11 days after implantation. The doctor indicated that bone resorption may have caused the implant removal. The patient had a history of hypertension and tobacco use and has been recovered without complication.